Event description:
It was reported that the right ventricular lead recorded fast non-sustained ventricular tachycardia (nsvt) episodes with a "conspicuous" electrogram (egm) and there were sensing integrity counter (sic) counts; a lead integrity alert was triggered. During the lead revision procedure, a "non proper position" of the lead tip was noted and the patient admitted to working with the arms overhead. The patient could not correlate the work with the alert onset because the patient could not hear the alert alone. Also during the procedure, it was noted that the pin for the pace/sense portion of the lead was retracted. The physician re-seated the pin in the device header. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (d394trg) is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were five lead failure predictor (lfp) high rate-non-sustained episodes with less than or equal to 207 ms average v-cycle between (B)(6) 2012 20:53:18 and (B)(6) 2012 16:41:14. Interference/noise was also noted and the ventricular short interval count (v-sic) was equal to 11.2 counts avg/day, in 83.78 days, between (B)(6) 2012 20:24:30 and (B)(6) 2012 15:05:14. One patient alert was triggered for lead failure predictor on (B)(6) 2012 21:47:31.